Event description:
On 01/06/2017, the reporter contacted lifescan USA, alleging inaccurate erratic results. This complaint is being reported because the reported results of 132, 441,202 and 533mg/dl performed less than 20 minutes apart did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.